Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during the laparoscopic gastric bypass procedure, the device would not open after use in order to unload the needle. The device did not lock on tissue. The patient was not affected. To resolve the issue, they got a new device. The difficulty did not result in unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. The date of the procedure and further patient information could not be provided.